Manufacturer narrative:
(B)(4). Batch # r58e5v. Photo evaluation: one photo was provided. The picture shows a green reload from the bottom view with the pan detached. The sled can be seen in the distal part of the reload, this indicates that the reload is fully fired. Based on the photo alone the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results that one plee60a device was returned with no visual non-conformances and with a gst60g cartridge reload present. The cartridge was received fully fired with the pan dislodged. The cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap sleeve gastrectomy, surgeon fired first reload successfully, the reload was removed and the second reload could not be reloaded into the gun. Upon inspection, it was noted that the metal casing on the underside of the first reload had remained in the reload channel. The metal casing could not be removed easily. A new gun and the 2nd reload was then placed in the gun with no trouble. Procedure continued without incident. The nurses have had a lot of experience loading and reloading this gun.